Event description:
The user facility reported for an automated impella controller (aic) that after explanting an impella device and removing the purge line, the purge disc retainer broke off of the console. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Data analysis: imc logs are not relevant for this failure mode. Device analysis: console arrived in (B)(6). A physical inspection of the purge assembly revealed that the purge disc retainer had broken off. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.